Event description:
Subsequent to filed initial MDR, the following additional information was received: 12mm in length lesion was 80% stenosed pre-procedure with a timi flow of 2; lesion was 0% stenosed post-procedure with a timi flow of 3. The 3.5x8 rx promus stent was deployed at 30 seconds at 15 atmospheres. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure in the proximal right coronary artery, pre-dilatation was performed, then a 3.5x18 promus stent was delivered in a heavily calcified lesion. Then a 3.5x8 promus rx stent was successfully deployed in the ostium of the proximal right coronary artery, however, after stent deployment, it was discovered that the ostium of the right coronary artery had appeared to recoil by approximately 50%. After 90 minutes and multiple smaller balloon dilatations, the 3.5x8 promus rx stent was successfully dilated. A 3.5x12 unspecified stent was then deployed inside of the 3.5x8 promus rx stent to sandwich the 3.5x8 stent, then post-dilatation was performed. Reportedly, an unspecified guide catheter may have also caused longitudinal deformation of the stent and 50% recoil. There was no reported patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that can contribute to difficulty to deploy (the stent not being fully apposed to the vessel wall) include but are not limited to improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under-sizing of the vessel. Additionally, factors that may contribute to the deployed stent being damaged by another device include but are not limited to, interaction of with the stent implant if the stent is not fully expanded and apposed, damage to the stent implant, damage to the accessory device, and/or procedural technique. To ensure this type of event is not related to a product quality deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement during manufacturing. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment prior to lot release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damage noted to the stent implant prior to deployment, which suggest that a product deficiency did not contribute to the reported complaint. Based on the reported information, it is most likely that the reported difficulties and subsequent patient effects were related to interactions with the guide catheter. A review of the lot history record did not reveal any related nonconforming material records, additionally, a query of the complaint handling database for the reported lot revealed no other incidents reported for difficult to deploy or device damaged by another device. There is no indication of a product quality deficiency.